Event description:
(B)(4). Event occurred in the united states. It was reported that the patient woke up overnight and felt bad. It was noticed that the tubing was detached at the quick release while sleeping. The patient self-treated with an injection and changed the site. The site location was at the upper back side and the pump was on the same side of the bed. The infusion set was in use for the first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. In the investigation, it was found that the glue was missing on the tubing connector (glue was misplaced on the tubing connector). No further information available.